Event description:
It was reported that during an unk procedure there was an issue with clip formation when the device was fired. There was no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.